Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231070660); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that under the guidance of the achieved medical 014 guidewire, phenom27 was pushed to go upper to the middle cerebral artery m1. Ped-450-35 was pushed to go upper to the position through phenom27 and the tip was deployed smoothly. The entire was withdrawn to the anchoring position, and the distal end of the stent adhered well to the wall. The tension was then increased and decreased to coordinate with the stent deployment. However, the stent became kinked when it was deployed into the posterior flexure of the cavernous sinus, preventing it from being properly opened and adhered to the wall. Attempts to push the intermediate catheter to go upper and wiggle the entire system failed to dislodge the kink. Part of the stent was retrieved and deployed again, but the kink remained. After repeated attempts to increase and decrease tension over a long period of time, the surgeon was able to remove the kink from the stent, and the stent and microcatheter were withdrawn from the body. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient is alive with no injury. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing dense mesh stent implantation for treatment of a fusiform, unruptured long dissection of the cavernous sinus of the right internal carotid artery aneurysm with a max diameter of 4.39 mm and a 11.26 mm neck diameter. The landing zone was 3.87mm distally and 4.68mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 4.22mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 0. The angiographic result post procedure was normal. Ancillary devices include an access neuron max6f-088, puweisen gc070-100 and phenom27.

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, eliminating it as a potential cause. It is possible that the damaged braid and its deployment in the vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. In an attempt to open the pipeline, the intermediate catheter was advanced further, but no additional devices or steps such as resheathing, using a wire or balloon, were reported.